Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed, including swapping all sdi cables and cycling through the monitor inputs. The customer informed tac of the event of no image on the monitor. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.